Event description:
Event description cpi received information that during the attempted implant of this ventak mini ii implantable cardioverter defibrillator (ICD), the ICD indicated a memory fault and could no longer be programmed. The ICD was not used, and replaced with another ICD without further problems.